Event description:
The plaintiff's attorney alleges that the pt experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.